Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the first firing during a lobectomy procedure, the device was unable to fire. The event occurred during the procedure but the product was not used for patient. The procedure was completed with another device. There was no patient injury.